Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the motor arm cannot communicate with the main arm and the critical block and inverse critical block did not add to zero. The customer¿s blood glucose level was 154 mg/dl. The customer stated that the pump did not give him any alarms that the battery just died and the pump turned off unexpectedly. The customer stated that they do not receive a frequent battery failed alarms after changing the battery. The customer was advised to monitor the insulin pump. The insulin pump will not be returned for analysis.